Manufacturer narrative:
The customer was advised to switch cable and to white balance the unit. The faulty cable were replaced and after troubleshooting the customer was able to cycle enhancement modes via the scope switch and white balance with no further issues. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis exera iii video system center had a bad camera. Upon troubleshooting with the customer, the olympus technical assistance center found the front panel switch is not functioning. It was also reported there is a red hue on the image and three audible beeps are intermittently heard. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.